Manufacturer narrative:
The reported event of inability to communication via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity. No other anomalies were detected.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited failure to interrogate; no bluetooth telemetry. Programming changes were made on the device. No patient consequences.